Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The in-stent stenosed target lesion was located in the moderately tortuous and calcified portal vein. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications were reported.